Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, in order to verify the integrity of internal components the returned cartridge was disassembled and no anomalies were noted, no damage on cartridge deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was no feedback of grasping the firing trigger at the 2nd stroke of the 1st firing. Then, the knife did not move forward. The device was released with the manual knife reverse switch. The deployed staples were unformed. There was no unexpected resistance in closing. There was no unexpected noise when the device was fired. The device was not fired across an existing staple line or clip. The triggers and buttons returned to their home position after removing from the patient. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.